Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. Peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 24 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.